Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons would be freeze and it would be not unresponsive. Customer also experienced a high blood glucose. Customer decline troubleshooting for high blood glucose because customer was disconnected with the insulin pump and treated with manual injection. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector.